Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Case #: (B)(4). Case subject: there was no patient involvement. Intermittent pump connectivity to alaris server. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer called in with live issue of certain pumps not being able to connect to the alaris server. I started a troubleshooting session with them to get the exact details. 8015 serial number (B)(4) ((B)(4) card) is associated to the access point, but can't connect to the alaris server. The configuration package parameters were checked and are correct. And, randomly, it connected to the alaris server during our call. 8015 serial number (B)(4) is having issues connecting to the alaris server. It connects to the access point without issue, but is unable to reach the alaris server (the server status stays disconnected). I see it reaching the server in the logs, but it doesn't successfully connect to alaris systems manager. 8015 serial number (B)(4) - not connected to the server, but connected to the access point. 8015 serial number (B)(4)- not connected to the server, but connected to the access point. Link quality and signal strength in the 40s. 8015 serial number (B)(4) - not connected to the server, but is now connected all day friday (with no change in where the pcu is located). Swapped wireless card from (B)(4) and the problem followed the problematic wireless card. The pump that wasn't connected is now connected, and the pump that was connected is now disconnected to the alaris server. Might be bad wireless card but further troubleshooting to be done: changes to be made to the alaris production server (B)(4): - reduce socket time wait value from default 120 seconds to 30 seconds. - add an additional tcp listener for socket connections of alaris pumps - increase server memory from 16gb to 24gb of ram. - reboot the server. Failure device type: inf systems manager 4. Failure problem type: pc units not connecting. Failure mode: one pcu not connecting. Case resolution: customer is continually troubleshooting their main wireless controller at st joe. They see some kind of packet loss at the main controller before the pump gets to the server, which can definitely explain intermittent pump connectivity with the alaris server. I am closing the case as the issue lies with the customer, and we've provided all the support we can.